Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow-up check. Upon interrogation, it was observed that the right ventricular lead had high defibrillation impedance. No intervention was completed to address this issue. The patient was stable.